Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after initiating use of the ilet, with blood glucose rising from approximately 161 mg/dl at meal announcement to a reported high of 344 mg/dl over about 1.5 hours, without use of back-up therapy and with negative ketone testing. Symptoms included feeling unwell. Outcomes included no medical intervention, no hospitalization, and subsequent stabilization of blood glucose to 195 mg/dl. Investigation included review of the reported event details and device-use context. Investigation of this case revealed no device alarms, no ketones, and resolution without intervention. It was concluded that the cause of the hyperglycemia was unclear and that the event resolved. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.